Event description:
The clinician reports the implant was inserted (B)(6) 2008 in fdi 15 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, swelling and bleeding. No further patient complications were reported.